Event description:
During placement the contralateral iliac leg had to be placed a whole stent above the main body graft flow divider in order to keep the internal to the internal iliac artery open. During placement of the ipsalateral leg, it was placed as high as possible but could not place it high enough inside the graft to support the contralateral leg and inhibit the potential for the graft material to cover the ipsalateral opening. An iliac leg extension was placed in the superior portion of the ipsalateral leg extending up to the main body graft to support the contralateral leg. On completion both renal and iliac arteries were patent and no evidence of endoleak.